Manufacturer narrative:
Allergan silicone device labeling: effects on children: "concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. There were no cases reported of reynaud's phenomenon in patients (or patient's offspring) in the allergan core study.

Event description:
Patient reported "(B)(6) year old daughter was born with a mild form of dwarfism called spondyloepiphyseal dysplasia congenita", a rare disorder of bone growth that results in dwarfism. For the patient, the event of raynaud's syndrome is reported. Device remains implanted. This file is for left side. See MFR #2024601-2014-00341 for the left side.